Event description:
It was reported that the insulin pump alarmed compromised force sensor system and insulin squirted out during manual prime. Troubleshooting was done. Customer's blood glucose was 154 mg/dl. Advised customer the insulin pump would be replaced. The customer was advised to return the broken insulin pump for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime due to protruded/loose drive support disk. No compromised force sensor system alarm noted during testing. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.